Manufacturer narrative:
Patient information: patient dentifer: (B)(6). Device manufacturers only: 6. (B)(4). Patient was given heparin with no resulting patient harm. Patient information: no further patient information was provided by the customer. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed false positive architect stat troponin-I result for a (B)(6) year old female patient. The following data was provided (units of measure = ng/ml): on (B)(6) 2019 sid (B)(6) initial result = 0.41 (positive). Patient was drawn again for serial troponin = <0.01 (negative). First sample was respun and repeated = < 0.01 (negative). The patient was given heparin due to the false positive architect stat troponin-I result. The heparin was stopped when the second draw specimen was negative. The patient was observed overnight and then discharged with no resulting patient harm. The patient did not receive any further treatment or medication due to the heparin treatment.

Manufacturer narrative:
A review of tickets was performed for reagent lot number 25944un19. The ticket search determined that there is normal complaint activity for the likely cause lot. A review of tracking and trending did not identify any trends for the complaint issue. A review of the device history record was performed on reagent lot 25944un19 and no issues were identified. Return testing was not completed as returns were not available. A review of the customer's instrument logs did not identify conclusive information to indicate an instrument or sample integrity issue occurred. Historical performance of reagent lot 25944un19 was evaluated using world wide data from abbottlink. The patient median data and cal f rlu mean were analyzed and compared to an established control limit. This evaluation indicated that the patient median result and the cal f rlu mean for lot 25944un19 are within the established limits. Therefore, no unusual reagent lot performance was identified for lot 25944un19. A review of the manufacturing documentation did not identify any issues associated with the complaint issue. A review of labeling concluded that the issue is sufficiently addressed. Based on the investigation no systemic issue or deficiency of the architect stat troponin-I assay was identified.